Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the trachea on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a malignant stricture within the trachea. No visible issues were noted to the device. Additionally, it was noted that the physician had no prior experience using the ultraflex tracheobronchial stent system. During the procedure, the stent was advanced into the trachea through a rigid bronchoscope. Utilizing fluoroscopy, the physician pulled on the deployment suture and completely released it from the device to deploy the stent. However, it did not appear as though the stent had deployed as it was not visible under fluoroscopy. The physician believed that the stent had remained on the delivery system, so he pulled back on the device to remove it from the patient. Although there was some resistance, the delivery catheter was able to be removed without any issues. At this point, the physician realized that the stent was not on the delivery system. It is unknown when the stent deployed, but it was noted that the stent was stuck within the distal end of the rigid bronchoscope. In an attempt to remove the stent from the patient, the physician inserted an olympus flexible scope into the rigid bronchoscope and subsequently used forceps to retrieve the stent. However, the stent could not be removed. The physician decided to remove both the flexible scope and the rigid bronchoscope with stent. The entire stent was removed from the patient and the procedure was aborted as no additional stents were available for use. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.